Event description:
The hcp reported the pt was experiencing a return of pain along with numbness and severe pain at the catheter site. The hcp repositioned the catheter. The pt is reported to have improved.